Event description:
On (B)(6) 2012, the reporter contacted animas and stated that all of the keypad buttons were intermittently unresponsive. It was reported that after changing the battery, the patient was unable to advance passed the verify screen. Reportedly, moisture was visible behind the display screen. The reporter denied any damage to the rubber keypad. The patient reportedly wore the pump in a pocket and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 [date of submission (B)(4) 2012]-device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was returned with visible moisture behind the display lens. The keypad was found to be fully intact, and all of the keypad buttons were found to be responsive. The keypad was removed and no defects were found. The bolus button was found to be lifted. The button was found to be responding to user input. Moisture was found to be entering through the lifted bolus button. Moisture was observed on the keypad connector and the circuit board.